Event description:
Surgeon completed procedure and was getting ready to close the skin with a stapler. The surgeon squeezed the handle of the skin stapler and the skin stapler fell apart. No injury to patient. A new stapler was used without incident. No patient harm.======================manufacturer response for skin stapler, proximate plus md skin stapler (per site reporter).======================sales rep notified.what was the original intended procedure?spinal cord stimulator insertion.device #1is this a laboratory device or laboratory test?no.